Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. The first proximal strut segment was damaged with struts lifted and pulled distally. The remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged section was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 580mm distal from the distal end of the strain relief. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 12-nov-2017. It was reported that crossing and advancing difficulties were encountered. The target lesion was located in the tortuous and calcified proximal to mid left anterior descending artery. Following pre-dilation, a 2.50x24mm promus element¿ plus drug-eluting stent was advanced but crossing and advancing difficulties were encountered. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed proximal stent damage.